Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging and caused a patient to develop stage 4 chronic obstructive pulmonary disease,cough.the patient was prescribed antibiotics in response to the reported event.the above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury.the reported event of severe cough with thick mucus is mostly associated with copd which is not related to the device. The device was returned to the manufacturer's product investigation laboratory for further investigation.evidence of sound abatement foam degradation/breakdown was not observed in the base unit.care orchestrator data shows the patient had a compliance. Then the internal inspection observed dust/dirt contamination on top and bottom enclosure, front ui panel, side panel, airpath, sd side flip door, blower box, blower box lid, blower bellow, and blower. Entire device has a discoloration. Unknown contaminate in blower. Liquid ingress with mineral deposits were observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. Seven errors were logged. The manufacturer concludes no evidence of degraded sound abatement foam.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop stage 4 chronic obstructive pulmonary disease. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.